Event description:
It was reported that the user experienced hypoglycemia around mealtime while using the ilet after switching from humalog to fiasp without performing a factory reset, and the user suspected faster insulin action in the context of known gastroparesis. Symptoms included a recorded blood glucose of 50 mg/dl and the user treated with oral glucose via regular soda. Outcomes included self-treatment with no reported injury, no loss of consciousness, and no hospitalization. Investigation included complaint intake, user troubleshooting and education, and review of device use related to insulin type change. Investigation of this case revealed no device malfunction or alarm condition and suggested that hypoglycemia was consistent with timing mismatch between rapid-acting insulin and delayed gastric emptying. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.